Event description:
It was reported that the device continuously displayed "connect electrodes" message and would not recognize pt connection to analyze a pts ECG rhythm. Responders were using unexpired physio-control quick-combo electrodes. The pt outcome was not reported. There were no further details on the event and/or pt provided.

Manufacturer narrative:
(B) (4). Physio-control service agent evaluated the device and was unable to duplicate the reported issue. There was no pt event record logged in the device memory. Service agent observed proper device operation through functional and performance testing and returned the device to the customer use.